Manufacturer narrative:
Qc "low-level" performed 3 times in 2007, and on the following day, at 12:07 am, was out of control high and accu tni was recalibrated on the same day, at 8:15am. System check ran two days prior, passed. Another system check conducted two days later, also passed, but showed increased imprecision. A field service engineer (fse) was dispatched to the customer's lab the next day: a) the fse inspected the instrument and found transducer voltage below the specifications. The transducer was adjusted. B) the fse replaced aspirate probes and peri-tubing. C) the fse verified pipettor alignments. D) the fse performed system check which met specifications. E) the fse verified instrument performed per established procedures. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.92ng/ml was obtained. The result was not reported out of the lab. The original sample was re-tested at the customer's different site and accu tni result was 0.18ng/ml. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected with this event.